Event description:
It was reported that the radius screw came out in two pieces. The surgeon noted that one screw was not coming out of the bone but it was turning. The tulip and the inner core of the screw was the only part of the screw that came out. The outer shaft of screw was still in bone. Therefore the surgeon had to use a universal screw distractor to remove outer shaft of screw.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the radius multi-angle screw disengagement was confirmed via sales rep correspondence. The surgical technique states that ¿radius multi angle screws are two-part screws and can be disassembled under excessive torsional forces. The growth and repair of bone (over the period of time required to achieve fusion) around the screw after implantation can often require considerable removal torque leading to screw disassembly.¿ conclusion: the cause of the screw disengagement is a known reaction as noted in the surgical technique.

Event description:
It was reported that the radius screw came out in two pieces. The surgeon noted that one screw was not coming out of the bone but it was turning. The tulip and the inner core of the screw was the only part of the screw that came out. The outer shaft of screw was still in bone. Therefore the surgeon had to use a universal screw distractor to remove outer shaft of screw.